Event description:
Before inserting foley, balloon was checked for patency and upon confirming balloon would not deflate to allow insertion. This happened with two different kits by two nurses. Concerning for insertion of foley and not being able to deflate balloon when it's time to dc it.